Event description:
The pt underwent a percutaneous transluminal coronary angioplasty (ptca). The cardiologist attempted arteriotomy closure using a proster xl 8fr. Device. Good marking was obtained. The device was confirmed to be locked in the correct position prior to deployment. Two of the four needles did not present at the hub. Resistance was encountered when the physician attempted to back the needles down into the device. The two presenting needles were removed and separated from the sutures. Fluoroscopy revealed the remaining two needles were buckled inside the sheath. One of these two needles was extracted through the dermatotomy. The green suture was removed, however the white suture was caught in the device and was subsequently cut, close to the dermatotomy. A guide wire was inserted, the device was removed and a prostar xl10fr, device was instered for successful closure. The pt recovered without further incident.